Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance. The pacing configuration was programmed to unipolar. There were no patient consequences.